Manufacturer narrative:
Service rep replaced system interconnect cable. Performed functional check. System fully functional.

Event description:
Customer reported, intermittent system c-arm reboots. Problem intermittent.